Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location has been ruled out as a potential causes. However, the questionnaire shows the device migrated. In addition, the patient fell on their leg, which may have contributed to the occurrence. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the migration is due to severe force applied to the implant as the patient fell on their leg (user error - patient).

Event description:
The patient reported migration and erosion. During a follow-up appointment, it was determined the lead did not erode and there was minor migration. A revision procedure will not be performed and the patient is receiving good therapy.